Event description:
During biomed testing, the device displayed "bridge test failed" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.